Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient representative(caller) regarding an external device. The reason for call was caller reported that pt turned off the handset the previous night and received the message "no device found" when attempting to access the patient therapy app the following day. Caller stated that the communicator, handset, and implant (ins) were charged. Agent instructed caller to reset the communicator and close all apps on the handset. Caller accessed the patient therapy app and placed the blue side of the communicator over the ins location, but the same error message appeared. Agent then had caller use the wireless recharger (wr) to confirm the ins charge level, and caller reported 60% battery. Caller also reported poor coupling, with recharge quality alternating between good and 0 0 0 without pt movement. Agent explained that surgical scar tissue may affect connection quality. Caller stated that the recharger belt was not being used due to charging difficulties. Agent instructed pt to turn off the wr, close all apps, an d reopen the patient therapy app. Caller initially reported the same error message, but after retrying and repositioning the communicator, caller was able to connect to the patient therapy app. Caller remained concerned about ongoing connection issues with the com municator and wr. Agent provided education on proper use of the wr and communicator and redirected pt to their doctor (hcp) for further evaluation of the connection issues. Additional information was received from the patient (pt). Pt reports the cause of the issues connecting/charging issue was determined to be due to the implant battery not being flat in their back but at an angle. Pt reports the implant may have to be moved to another position. Pt reports the issue is not yet resolved. Additional information was received from the pt. Pt reports they are planning to move the device to another location on may 11th. The issue is not yet resolved.